Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Visual examination of the provided pictures identified hair debris in the sterile package. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. G2 - (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inspection found hair like debris in the sterile package. The event occurred outside of surgery. There was no patient involvement and there was no harm or no delay. Due diligence is complete. No further information is available at this time.